Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention, while outside the patient and opening a 3.00 x 48 synergy stent, a strut lifted on the back end of the stent. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention, while outside the patient and opening a 3.00 x 48 synergy stent, a strut lifted on the back end of the stent. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: a synergy ous mr 3.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted and pulled distally. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.